Manufacturer narrative:
H.6. Investigation: the photos were visually inspected, no damage to the injector cannula, safety sleeve, injector pistons or injector luer was identified. A review of the device history was performed for lot 2102002, and no deviations or nonconformities were identified during the manufacturing process that could have contributed to this problem. Three retained samples from the same lot were used for further evaluation. The entire product was visually inspected and no damage or defects were observed on any of the injectors. All samples were properly connected to a syringe, shield and vial. Again, the liquid was aspirated correctly and was able to move between the vial and syringe without problems, no leaks or luer breaks occurred. We reviewed the testing of lot 2102002 and did not identify any issues related to the reported incident. Based on our investigation and evaluation of the sample, we are unable to identify a cause of rot related to our manufacturing process at this time. H3 other text : see h.10.

Event description:
It was reported bd injector luer lock n35 had a luer connection break. The following information was provided by the initial reporter, translated from french: "phaseal injector system broke at the syringe."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd injector luer lock n35 had a luer connection break. The following information was provided by the initial reporter, translated from french: "phaseal injector system broke at the syringe".